Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Their blood glucose at the time of the incident was 348 mg/dl. Their current blood glucose was 329 mg/dl. They had treated with a manual injection. Troubleshooting was performed. It was found that there was an air bubble at the top of the reservoir. They performed a rewind and ran a manual prime of 5.0 units. They ran another manual prime of 6.7 units. The reservoir will not be returned for analysis.